Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon revised right total knee approximately 14 years after placement. Surgeon states tibial tray was placed in extreme valgus and states that is the cause of the failure. Patella was retained but femoral, tibial tray and insert were removed. Doi - approximately 14 years, dor - (B)(6) 2018, right knee.